Manufacturer narrative:
Approximate age of device- 2 years 9 months 28 days. Manufacturer's investigation conclusion: the report of a low speed events and elevations in pump power and flow can be confirmed based on the submitted log files. The three log files contained overlapping data, spanning from (B)(4) 2018 17:59 to (B)(4) 2018 11:20, which captured low-speed events and numerous elevations in pump power and flow. Pump power ranged from 5.8 watts to elevations as high as 25.5 watts, while pump flow ranged from 2.3 lpm to 12.0 lpm. Avg. Pi ranged from 0.0-15.3. The low-speed events captured in the log file appeared to occur while the patient was supported by the patient cable and either the mpu or power module. A specific cause for the low speed events and the elevations in pump power and flow cannot be conclusively determined. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. Following the repair, the patient was placed on a grounded patient cable after the repair and the alarms did not return. The customer was told to give the patient an ungrounded cable to use at night. The patient was discharged and remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2018. It was reported that patient arrived at the clinic on (B)(6) 2018 and low speed advisories were noted on (B)(6) 2018, around 8am and 10pm. Speeds were noted to drop as low as 2200 rpm in history. Patient stated that he thinks he was connected to mpu for all of these events. He will be admitted to (B)(6) on monday (B)(6) for further evaluation. In the interim, patient has been asked to stay on battery power at all times and call with any further alarm events. No additional information was reported. Additional information: the patient had not alarmed while connected to the grounded cable since the distal end driveline repair on (B)(6) 2018. The patient was provided a no ground cable to use at night. They were discharge.